Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
Received information regarding a cartridge alarm 19 during the load process. It was reported that the customer's blood glucose (bg) level was 368 mg/dl. It was confirmed that the customer had manual insulin injections available to stabilize bg level. Additionally, the contact was able to load a new cartridge successfully and will resume insulin delivery.